Event description:
Customer reported: flimsy. In one incident, I was administering a 3rd dose moderna vaccine to a patient and the needle detached from the syringe leaving the needle stuck in the patient's arm.